Event description:
Information received from the field notes that during a follow-up, an x-ray revealed that the lead had dislodged into the right atrium. The lead was replaced. Five months previous, the capture threshold was the same as the output voltage, indicating potential for intermittent capture.